Event description:
Unsuccessfully to attempt homeostasis [device ineffective]. This is a spontaneous report from contactable nurse via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gel-flow nt) and thrombin (baxter floseal), each with unspecified route of administration, dose, frequency, administration date, and indication. The patient's medical history and concomitant medications were not reported. The nurse reported that during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis; followed with two applications of baxter floseal which was also unsuccessful. Lastly, ethicon surgiseal was used which attained adequate homeostasis. Any further action, if any, and the patient outcome were not provided. No follow-up attempts are possible. No further information is expected. As noted in this report, during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis. The reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. As noted in this report, during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis. The reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur.

Event description:
Event verbatim [preferred term] unsuccessfully to attempt homeostasis [therapeutic product ineffective], narrative: this is a spontaneous report from contactable nurse via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gel-flow nt) and thrombin (baxter floseal), each with unspecified route of administration, dose, frequency, administration date, and indication. The patient's medical history and concomitant medications were not reported. The nurse reported that during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis; followed with two applications of baxter floseal which was also unsuccessful. Lastly, ethicon surgiseal was used which attained adequate homeostasis. As of 18jul2020, sample status was not available and site was not received. Severity of harm was n/a. Scope assessment: there is no internal requirement identified that was not met. Reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified). Nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified). Reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. There have been no changes to sterilization, equipment, or raw materials (gelfoam) that could have contributed to this issue. Per (B)(4), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes:mixed powder loses integrity within 4 hours of being reconstituted - there are no details in regards to how long the the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking - each lot is 100% verified to ensure the powder is crosslinked at correct temperature range per (B)(4). Any product that does not meet the temp (and time) specification would have been scrapped. Reviewed IFU (43-0044-01 re) product is intended to be mixed with 5ml of saline or thrombin. The IFU states that following this process will, " yield an average of 7 ml of uniform mixture within the syringe." Assuming the process was followed per the IFU, a uniform mixture should have been produced. A review of gelflow material uniformity results testing to date revealed there have not been any failures. Per (B)(4) material uniformity test, saline is mixed with the dry powder not thrombin. Reviewed 109 lots manufactured to date and did not identify any anomalies. An nce would have been generated to address any product that was out of spec per (B)(4). There were no nces initiated that may have lead to the initial complaint. Based off this information the cause of this issue is undetermined at this time and there is no internal requirement identified that was not met. Any further action, if any, and the patient outcome were not provided. No follow-up attempts are possible. No further information is expected. Follow-up (18jul2020): new information received from a product quality complaint group includes: investigation result. No follow-up attempts are needed. No further information is expected. Follow-up (10may2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 10may2020. Company clinical evaluation comment: as noted in this report, during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis. The reported event coded as "therapeutic product ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur., comment: as noted in this report, during a particularly difficult spinal procedure, the physician used 4 gel-flownts, unsuccessfully to attempt homeostasis. The reported event coded as "therapeutic product ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur.

Manufacturer narrative:
Severity of harm was n/a. Scope assessment: there is no internal requirement identified that was not met. Reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified). Nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified). Reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. There have been no changes to sterilization, equipment, or raw materials (gelfoam) that could have contributed to this issue. Per (B)(4), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes:mixed powder loses integrity within 4 hours of being reconstituted - there are no details in regards to how long the the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking - each lot is 100% verified to ensure the powder is crosslinked at correct temperature range per (B)(4). Any product that does not meet the temp (and time) specification would have been scrapped. Reviewed IFU (43-0044-01 re) product is intended to be mixed with 5ml of saline or thrombin. The IFU states that following this process will, " yield an average of 7 ml of uniform mixture within the syringe." Assuming the process was followed per the IFU, a uniform mixture should have been produced. A review of gelflow material uniformity results testing to date revealed there have not been any failures. Per (B)(4)re material uniformity test, saline is mixed with the dry powder not thrombin. Reviewed 109 lots manufactured to date and did not identify any anomalies. An nce would have been generated to address any product that was out of spec per (B)(4). There were no nces initiated that may have lead to the initial complaint. Based off this information the cause of this issue is undetermined at this time and there is no internal requirement identified that was not met.